Event description:
While using the stryker blade during a shoulder arthroscopy, approx 1" of the tip of the blade broke off inside pt's shoulder. Physician could not retrieve the broken piece. Pt will have to return to surgery at later date for an open procedure for removal of piece.